Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was failed. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the insep with magnet was missed. A field service engineer replaced insep to resolve this issue. Field service stated that the issue occurred during the medication was pull. The system functioned as intended after field service engineer troubleshoot the device